Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Checked the introducer needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that a sensor had a missing cannula and the pump alarmed lost sensor. Customer also indicated that the needle hub was hard to pull out. Customer's blood glucose level was 154 mg/dl at the time of incident. Troubleshooting advised customer on insertion process and technique and that a replacement sensor would be sent to the customer and to return the product for analysis. No further details given.